Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification. The customer reported failed pressure test, downstream occlusion was reproduced the cause was determined to be a failing force sensor . The force sensor requires calibration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed pressure test, downstream occlusion. There was no patient involvement. No additional information is available.